Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 85% in-stent restenosed target lesion located in the moderately tortuous and severely calcified right coronary artery was predilated with a 2.5mm x 20mm maverick balloon catheter. The 3.00mm x 16mm promus element stent delivery system was advanced and deployed in the target lesion but the edge of the stent 'migrated' and stent damage occurred. An overlapping of the stent was done with a 2.75mm x 12mm promus element stent to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).